Event description:
The customer reported that their pump battery would not charge and the charging connection was unstable, even after trying different wall outlets and adapters. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump as backup therapy until a replacement pump was provided by technical support, and instructions were given for returning the malfunctioning pump.